Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral corneal haze post photo refractive keratectomy (prk). Reporter indicated topical steroid eye drop dosage was increased. Patient noted no symptoms. Upon follow up, reporter indicated patient issue was improving. There are two related reports for this patient. This report addresses the right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shos that all treatments were completed to 100% and all laser system functions were within specifications at this day. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).